Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to noise with oversensing. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.